Event description:
It was reported that the patient presented for scheduled procedure. During the implant it was noted that the right ventricular exhibited high capture threshold. During repositioning of the lead, the spiral could not be rotated. The patient experienced pain. The lead was not used, and a new lead was implanted. The patient was in stable condition.